Event description:
It was reported by a patient that "I have had a greenlight laser treatment and now when I reach a climax, no ejaculate comes out. My doctor says it is probably going backwards into the bladder." No further information was provided.

Manufacturer narrative:
(B)(4).